Event description:
Hosp advised that at 6:30 a.m. A 500 cc bag of heparin was hung. Rate was set at 16 cc/hr. Hosp alleged that within 45 minutes, 245 cc of heparin had been infused. A nurse heard the pump alarming at approximately 7:30 a.m. Pump was removed from the pt. There was no pt consequence.

Manufacturer narrative:
MFR's report date: 9/15/98. The device was not returned to the MFR for evaluation. However, the user facility tested the instrument and found it met all MFR's specs. A third party biomedical technician checked the pump and observed an error code in the error log but examination of the pump did not determine any problem. Error code is a channel malfunction which indicates the motor controller software, during routine, detected a "status" deferential between its condition and the condition provided by the system controller software that has persisted for 2 seconds. If the instrument is returned it will be evaluated and a f/u report will be provided. The MFR requested pt info, however none is available.